Event description:
It was reported that patient will require a revision surgery of her partial hip replacement due to and allergic reaction in the foot.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Our investigation including a clinical evaluation which concluded that based on insufficient information, a clinical assessment is not able to be performed. Without the return of the actual product involved and no batch information available, our investigation of this report is inconclusive. No further actions are being taken at this time. Should additional information be received, the complaint will be reopened. We consider this investigation closed.